Event description:
On (B)(6) 2015, synergeyes received a complaint wherein the ecp indicated that a superficial defect in the superior cornea had occurred, the defect was also indicated as an ulcer. The ecp indicated that the event was not sight threatening, however vigamox was "therapeutically" applied four times daily for 10 days while the patient was instructed to discontinue lens wear. The event had resolved on (B)(6) 2015. At time of contact with the ecp, the patient had returned to using an older lens with some lens awareness, while the replacement lens had not been dispensed.

Manufacturer narrative:
Although no device was returned, synergeyes conducted a process review and no correlation was found between the device history record and the alleged event.